Event description:
"Caller alleged discrepant accuracy results compared with lab. Date: (B)(6) 2012, inratio2: 5.2, lab: 2.5. Time elapsed between each method of testing is a few minutes. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.